Event description:
Healthcare professional called to report left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d3, d4, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, called to report left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.